Event description:
Medsun report received concerning occlusion/leakage issues with use of b3300 microclave connectors. The medsun report describes the (B)(6) events follows: "..cardiac surgery (complete av canal repair) on less than (B)(6) old female (former preemie), the case started at 8am. Event occurred about 3-4 pm. ...five (5) syringe pumps in use at the time; plasma carrier and 4 drips. Drip line is dedicated; calcium chloride, milrinone, epinephrine, dopamine. Multiple/different pumps (both carrier an drips) intermittently alarmed high pressure. Flow rates varied per pump, but all would generally be considered "low" flow rates, between 2ml/hr to approx 18/ml/hr. About 60-90 minutes before the removal of ICU medical-microclave from the double lumen central venous catheter which was placed in the pt's right internal jugular, the pt was intermittently hypotensive (approx 50 systolic), so in an attempt to identify and correct the source of the pump/alarm problem, the anesthesiologist disconnected the drips from the microclave. At that point, a high pressure jet of fluid (3/5cc) came shooting out into the air - at least 6-8 inches (indicating downstream occlusion and backpressure). "The drips were reconnected without the microclave and there were no further occlusion alarms... The actual microclaves used (and it's packaging) was discarded".

Manufacturer narrative:
A two year review of the complaint database for microclave reports did record add'l reports for occlusion/leakages. A review of those device return investigations identified mixed findings including usage/errors: incompatible mating/access devices; no defect found; unk. There were no findings that identified/verified a contributing mfg/design related non-conformance. A review of the mfg lot build database for the reported "suspect" lots 2810690 (mfg 01/2014) showed (B)(4) units;lot #2722120 (mfg date 08/2013) showed (B)(4) were all manufactured, tested, inspected and released. There were no exception documents generated during the lot builds. Findings: the involved devices/set-ups were not returned for analysis and verification. There were no reported visual defects/component damage(s) with the involved b3300 microclaves. The exact cause(s) of the reported product experiences/issues are unk. This report and the associated info have been entered in the MFR's database for analysis and trending.